Manufacturer narrative:
A partial lead was returned for analysis, the connector portion of the lead. The electrical test did not find any indication of fractures or internal shorts. The portion of the lead that was returned was otherwise normal. The damage that was found was sustained during the surgical procedure.

Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggest the death was related to the device. It was reported that the cause of death is sudden cardiac. No further information was available at this time.